Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: juggerknot 1.4mm 1 #1 mb 10pk cat# 912010 lot# p10242 juggerknot 1.4mm 1 #1 mb 10pk cat# 912010 lot# p10242 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2020 -00253. 0001825034 - 2020 - 00254.

Event description:
It was reported that while trying to secure the labrum to the glenoid, the anchor fractured while tying the knots. This happened with three different anchors. Attempts have been made and additional information on the reported event is unavailable at this time.